Event description:
It was reported that a spectrum pump had a bad speaker. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported "bad speaker" which was reproduced. Eval confirmed and observed the reported symptom of "bad speaker"when powering the unit on. The eval found the back flex cable not properly assembled into a connector on the input/output printed circuit board (I/o pcb). During eval the back flex was properly inserted into the I/o pcb resolving the reported symptom.